Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty dp board (printed circuit board). In addition, a worn video connector latch was found, causing poor connection to the video cable; a previous version main switch and previous version software. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report that the digital visual interface (dvi) was not functioning. Upon inspection and testing of the returned device, it was found that no dvi signal was present. This report is submitted due to no dvi signal present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The aware date should be 4 february 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty dp board (printed circuit board) could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.